Event description:
It was reported by service report that the bed lift was stuck in high height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - siderail cable.